Event description:
It was reported that the distal end of a 120602f fogarty catheter from lot 64703419 became detached from product while being used. This left a part of the product lodged in the artery of the patient. Another doctor was needed to assist in removing the detached product from the artery. Angiography was performed to see the product location in the artery and confirmed that the entire product was removed. A second incision was made to see if the defective product could be removed. There was no patient injury reported.

Manufacturer narrative:
The product is expected to be returned for analysis but has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. No actions will be taken at this time. A device history record review has been initiated to document if the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.